Event description:
It was reported that while programming a bridge bolus, an error occurred. The hcp had planned to remove the clonidine out the patient's pump, leave the dilaudid and increase the dilaudid. The pump was running with clonidine as the primary and the hcp was having trouble getting out it so the hcp was told to change it to primary and the hcp did that. When the hcp went to do the bridge bolus, they realized after they put it in that the bridge was actually asking for the clonidine dose, not the current dose on the dilaudid. The hcp put the concentration dose not the daily dose in. The hcp printed off the programming session and caught the mistake immediately. It was noted, "I know that his dilaudid is going to be running way too quick." The hcp had just increased the dilaudid dose and not the concentration. The hcp then cancelled the bridge bolus, reset the programming to the previous programming and then entered the new programming information correctly. While correcting the programming, the hcp then forgot to update the pump. The hcp caught the mistake and was able to update the pump. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n084004, implanted: (B)(6) 2008, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8840, serial # unknown, product type programmer, physician; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).